Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been experiencing spasms in his upper back and shoulder. Reprogramming has taken place. Another for of action was to deactivate stimulation to monitor if the issue persists regardless of stimulation being on. Follow-up revealed the patient plans to undergo surgical intervention on a later date.

Event description:
Follow-up revealed the patient's scs system was explanted.